Event description:
It was reported the pt's programmer was not locating the ipg as it has in the past. The pt reported it was taking more time to locate the ipg. No further info was available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.